Manufacturer narrative:
A ge rep contacted the customer and replaced the image intensifier. System operates as intended.

Event description:
Customer reported an artifact in the image. No pt injury was reported.